Event description:
The customer had reported an unspecified issue with a neutron that occurred on an unspecified date. There was unknown patient involvement. The device was returned for evaluation and a leak was observed. No harm is associated with this event.

Manufacturer narrative:
One (1) used. List #081-nc100, neutron¿ was returned for evaluation. As received some unknown fluid residual was observed inside the samples. However, no physical damage or anomalies were observed on the returned samples, no mating device was returned for evaluation. The returned device was tested as per procedure and an internal leaks was observed. Once the sample was dissembled a slit propagation on the seal was observed. Complaint of broken can be confirmed based on the used physical sample evaluation. The probable cause is due to a torn observed on the top seal is typical due to incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". Lot history review could not be conducted because no lot number(s) was/were identified.